Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The lot history record (lhr) was reviewed and the lot numbers in the complaint passed qc release. Technical support reviewed customer data and didn't note any indications of cartridge mechanical issue. There were no error codes or warnings. The field lot data performance was acceptable. Retain testing of the cartridge lot and yielded accurate results and could not duplicate the complaint. Root cause is undetermined.

Event description:
On (B)(6) 2022, a customer reported to a cue health inc. Technical support representative a false negative result from a cue covid-19 test cartridge pack, home & otc, performed on (B)(6) 2022. Customer performed a covid-19 rapid antigen test on (B)(6) 2022 and a covid-19 pcr test on (B)(6) 2022 and received positive results for both tests. Cartridge ln 20845f; cartridge sn: (B)(4); reader sn: (B)(4).